Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Lead capped on (B)(6) 2013 was reported in manufacturer report number 2938836-2013-05126.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The sense/pace portion of the right ventricular lead was capped and replaced on (B)(6) 2013. Lead fracture/insulation damage was also noted. Lead was explanted.